Event description:
Information received by medtronic indicated that the insulin pump alarmed battery failed alarm. Troubleshooting was performed but the battery failed alarm recurred. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged continuous battery failed alarms found on (B)(6) 2021. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify continuous battery failed alarms due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. The pump history file lists data for only for 1/1/2009 (between 00:00 and 11:12) and does not include the serial number, software version, or pump alarm data. The downloaded history and trace files are not complete or corrupt. Unable to verify pump serial number, software version, or root cause of the critical pump error (open book image) alarm due to no available history data, fault isolated to the hardware. The pump was cut open to perform visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, force sensor. The force sensor zero offset is within specification (23.7 mv) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Critical pump error (open book image) alarm is confirmed, isolated to the hardware. Continuous battery failed alarms is unknown due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.